Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was moderately calcified, mildly tortuous and located in the superficial femoral artery (sfa). A ranger drug-coated balloon was selected for use. During the first inflation, the balloon was inflated to 6atm for 10 ten seconds. However, the balloon then ruptured. The procedure was completed using this device. There were no patient complications.